Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a foreign material inside the pebax with external damage. Initially, it was reported that the carto 3 system displayed a magnetic sensor error (error code 105) when the catheter was connected to the patient interface unit (piu). The cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The magnetic sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 17-jun-2024, there was a separation between pebax and electrode section and a foreign material inside it. This was assessed as MDR reportable with an awareness date of 17-jun-2024.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. In relation to the reddish material inside the pebax, the instructions for use states the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. In relation to the power issue reported by the customer, the instructions for use (IFU) stated in the carto 3 manual contain the following recommendations: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).